Manufacturer narrative:
Analysis of sc-1110-02 (s/n (B)(4)) revealed that the complaint was confirmed. The device is not functional. The u1-analog ic was damaged. The device exhibited excessive sleep current leakage. A hot spot was observed on u1-analog ic. The impedance between vh and ground was 9.1 ohms. The reported complaint states that patient had a back surgery where diathermy was used extensively and ipg was damaged. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the ipg stopped working. The patient could not charge the ipg or connect with the remote control following a non-device related procedure. The physician suspected the ipg was damaged by the use of diathermy. The physician replaced the ipg and the patient was doing well post-operatively.

Event description:
A report was received that the ipg stopped working. The patient could not charge the ipg or connect with the remote control following a non-device related procedure. The physician suspected the ipg was damaged by the use of diathermy. The physician replaced the ipg and the patient was doing well post-operatively.